Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx closure device was implanted. During a routine follow up examination, transesophageal echocardiogram (tee) imaging revealed a device related thrombus on top of the device and on limbus. The patient will continue on anticoagulation mediation until the next follow up.